Manufacturer narrative:
Patient information is unknown. Date of event is unknown. This report is for an unknown trauma locking screw. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown. Device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unavailable. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a distal radius fracture repair. During the procedure, the variable angle (va) locking screw became stripped when inserted into a distal radius plate. The screw was left in the patient. The procedure was completed. It is unknown if there was a surgical delay. No patient outcome reported. Concomitant devices: distal radius plate (part: unknown, lot: unknown, quantity: 1). This report is for an unknown trauma locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reportedly the procedure occurred on (B)(6) 2018. It is unknown if the implant was stripped at the head of the screw, shaft, or if it was the plate. Both the screw and the plate remain in the patient. There was a surgical delay of thirty to forty-five (30-45) minutes. Updated concomitant device: distal radius plate (part 02.111.631s, lot unknown, quantity 1).